Event description:
It was reported that pt underwent custom knee procedure in 2008. During procedure, custom components required for assembly were not available for use. Alternate standard line knee components were used to complete the procedure. Due to the complications, a one hour delay in the procedure was experienced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly deviation. There have been no trends identified related to this type of event. Custom components needed for the assembly with the tibia component were not available, therefore, tibia component could not be implanted. This report filed on april 21, 2008.